Event description:
It was reported that this unit (uq2292) was involved in four instances of extravated joints, two shoulders and two knees.

Event description:
During the fourth case related to this report, a knee arthroscopy, the joint extravasated. Again not noticed until after the case was completed. Swelling was reported up into the groin area. No other injuries were reported with this case.

Event description:
In this reported incident, during a shoulder arthroscopy, the joint again extravasated. The extravasation was noticed after the case was completed. No injuries were reported.

Event description:
It was reported that during another shoulder case, the joint again extravasated. The extravasation was noticed after the case was completed. No reported injuries.